Manufacturer narrative:
If implanted, give date: not applicable, cartridge is not an implanted device. If explanted, give date: not applicable, cartridge is not an implanted device. Concomitant products: intraocular lens. Concomitant products: d and k inserter, model dk7791. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor saw two small spots of cartridge lubricant on an intraocular lens (iol) after the lens was implanted. The lens was implanted in the left eye with use of a model 1vipr30 cartridge with a dk7791 twist inserter. Reportedly, there was no patient complication or injury and this was not interfering with activities of daily life. The intraocular lens remains implanted. The patient visited the doctor 1 day after surgery and is normal with an uncorrected distance visual acuity of 20/30 -2 on the snellen chart. Also, the patient had no ocular symptom complaints. Medical findings of +1 cells and a small cortical remnant was noted out of the visual field. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported the doctor observed typical debris on the lens surface from excess lubricant. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.